Manufacturer narrative:
Additional information: it was confirmed that a service technician replaced a 6.3 amp fuse to resolve the issue and return the machine to service. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that would not power on prior to patient treatment. It was later discovered that unspecified components on the machine were reported as being burned. There was no patient involvement. A service technician repaired the machine and returned it to service. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. It was confirmed a technician replaced the damaged fuses to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.